Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that patient reported getting excellent recharging quality but ins will not change from red. â  paddle gets hot when its charging but does not get hot when its not charging. Patient stated the devices has be replace four times and she is tired of calling for replacement. Patient stated she should not have to keep calling because this stuff is expensive and should work. Patient services (ps) asked if there is damage on the recharger and patient said no, she takes care of the equipment because she needs it to work. Ps observed patient is very upset and yelling. Ps reviewed controller is functioning as designed and recommend patient call ps back if there are issues with controller. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Pt stated they got the recharger replacement but the stimulator still has not progressed past "red" after 40 mins, they still had charging issues. Pt stated the recharger relay box doesn't seem to be clicking like pt is used to hearing. A replacement battery pack and controller were sent out. The patient was instructed to follow up with their healthcare provider (hcp) if the issues persist after replacement.